Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files captured a no external power event on 02dec2023 at 19:20:22 while the patient was connected to the mobile power unit (mpu). The emergency backup battery was used to support the system during this event. The pump function was not affected by this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted controller event log file contained relevant data spanning approximately 4 days (01dec2023 ¿ 05dec2023, per the timestamp). The log file captured a loss of external power while connected to the mpu on 02dec2023 from 19:20:22 ¿ 19:20:49. During this time, the log file captured low voltage hazard, power cable disconnect alarms, and no external power alarms due to the relative state of charge (rsoc) and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold. This event appears to be consistent with a loss of alternating current (ac) power; however, the specific root cause is unknown. Pump speed was not affected by the alarms and the backup battery was able to support the system when external power was lost. Provided information stated that the serial number of the mpu is unknown, the mpu had a v-lock connector on the ac power cord, the power cord did not come loose at the wall outlet or at the back of the unit, there were not any environmental circumstances that would have affected ac power at the time of the event, the mpu was not exchanged from service and will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the pump function was not affected by this event and there were no patient consequences due to this event. It was noted that the ac power cord did not come loose from the wall outlet or the back of the unit. Additionally the mpu had a v-lock connector on the ac power cord. It was noted that the patient was confused which may have contributed to the event.